Event description:
It was further reported that the patient presented with a cold leg. An ultrasound revealed a total blockage of the right iliac artery (ria). An arteriogram revealed complete blockage of the right leg, starting at the iliac artery. A peripheral intervention was performed via access obtained from the right and left femoral artery. A thrombectomy system was used to extract as much clot as possible. An ultrasound of the left iliac artery was performed to determine the size stent needed for treatment. A 10x37 non bsc stent was implanted. A 9.0x40x135 cm express ld iliac stent was implanted. A perforation in the iliac was noted. For treatment, a second 9x37 covered stent was implanted and successfully closed off the vessel perforation. An echo was performed to visualize the area and ensure there were no other issues. The patient continued to deteriorate. The patient was intubated and pressors were administered. Blood transfusions were given. Resuscitation measures continued with no response from patient. Physician opinion states that "I do not believe that the stent failed. Patient is a known vascular patient, which could be there was calcification in his vessels which may have caused the perforation. This is an unknown factor. You cannot blame the stent for the problem without being able to inspect it and that we can't do because it was deployed in the patient. As far as we know the stent did not break, but the vessel most likely had calcification in it and when the stent was deployed it pushed the plaque through the vessel wall. From the images the vessels looked fairly straight forward and were not tortuous. We rarely see issues with these types of cases. We have not had an issue with this stent in the past in a peripheral setting."

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented with chronic total occlusion of the iliac artery. A 9.0x40x135 cm express ld iliac / biliary stent were placed at the target lesion. A 9mm non-bsc stent was placed at the target lesion for additional coverage. The procedure was concluded and no patient complications were reported. Two hours post procedure, the patient experienced a rupture of the common iliac artery and expired. The physician does not blame the 9.0x40x135 cm express ld iliac / biliary for the patient death.